Event description:
The customer obtained falsely high troponin I results on a quality control level one sample. Elevated results of this magnitude on a patient sample might initiate a cardiac catheterization. The samples were repeated and the results were not reproducible. There was no report of patient harm as a result of this event.